Event description:
It was reported that a shaft fracture occurred. The target lesion was located in the internal carotid artery. An 8.0-36 carotid wallstent was selected for internal carotid artery stenting. During the procedure, the stent was positioned at the lesion site. However, when attempting to release the stent, the resistance of the stent tip was very large. When the stent was released to half of the whole stent, the stent could not be released continuously due to fracture at the proximal connection point of the delivery system. The stent was recovered through the stump of the delivery system and the stent was completely withdrawn out of the body. Though the stent could open outside body, the stent could not be opened through when the damaged delivery system was reinstalled to the lesion part. The physician retracted the stent, and the procedure was completed with another of the same device. The patient condition following the procedure was stable.

Event description:
It was reported that a shaft fracture occurred. The target lesion was located in the internal carotid artery. An 8.0-36 carotid wallstent was selected for internal carotid artery stenting. During the procedure, the stent was positioned at the lesion site. However, when attempting to release the stent, the resistance of the stent tip was very large. When the stent was released to half of the whole stent, the stent could not be released continuously due to fracture at the proximal connection point of the delivery system. The stent was recovered through the stump of the delivery system and the stent was completely withdrawn out of the body. Though the stent could open outside body, the stent could not be opened through when the damaged delivery system was reinstalled to the lesion part. The physician retracted the stent, and the procedure was completed with another of the same device. The patient condition following the procedure was stable.

Manufacturer narrative:
Device evaluated by MFR: the carotid device was received for analysis. A visual and tactile examination of the device identified outer sheath break 30mm distal from the distal end of the t-valve. The outer had also detached from the shrink tubing. The device was received with the stent already deployed from the delivery system. The deployed stent was not returned with the device. A visual investigation identified no issues with the tip. This concludes the product analysis.